Event description:
Customer called to report the pump had a full segment display with the current software version when the select an up buttons are pressed. It was stated that the pump was not dropped, bumped, or exposed to moisture.